Event description:
The following is based on initial info received from the pt and subsequent medical records received from the pt's clinic: the pdrn reported on (B)(6) 2013 during treatment, the pt reconnected to the machine without proper aseptic technique. In the same treatment, a fluid leak was found by the pt's connector and pt line. On (B)(6) 2013, the pt started developed the following symptoms: fever, head pain, general malaise, abdominal pain in lower left quadrant and cloudy effluent). The pt was initially treated with vancomycin and tazicef per md order daily. On (B)(6) 2013, a culture of the pt's pd fluid was sent to the lab and subsequently revealed the pt had yeast peritonitis. The pt was then switched to diflucan 100 mg once a day orally for 30 days. Pt and md discussion - pd catheter removal due to yeast peritonitis, md reviewed with pt that his organism was a difficult organism to get rid of. The only way to treat was to remove catheter and let rest and replace catheter in several weeks. Physician advised hemodialysis in the interim and the pt declined. On (B)(6) 2013 the catheter was removed and received diflucan 100 mg until the catheter was replaced.

Manufacturer narrative:
Medical records have been received and reviewed by the MFR's physician and assessed the following: a (B)(6) male pt with end stage renal disease received peritoneal dialysis at home and reported a disconnection in the pd connector line, possibly from a loose tightening. Pt developed peritonitis one day after the event. A break in sterile field would lead to peritonitis, in this case, by reconnecting without using aseptic technique, as it was reported. The device was not returned to the MFR for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.